Event description:
Device 2 of 2. Uf# (B)(4) was received by the manufacturer. It was reported that at the end of an endobronchial ultrasound (ebus), when changing to the model bf-p190 scope, no color was visible as there were only black and white images. Multiple new scopes of the same model were tried to no avail as the image issue remained. During this time, the patient was bleeding from the left upper lobe (lul) from ebus samples. The physician noted that due to the mechanical error of the scopes, he was not able to control the bleeding as there was no visibility and as a result, the patient was adversely affected. Subsequently, the patient received 85 ml of sodium bicarbonate to stop the bleeding. It was noted that pre-existing characteristics may have contributed to the event. Per the customer, it seemed there was a communication issue between the scopes and processor. The issue resolved after rebooting the olympus processor, which cleared the communication issue. There was no problem with scopes. After shutting down processors and taking away the entire screen, color was restored. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined, if additional information becomes available at a later time, this report will be supplemented.

Event description:
This report is being supplemented to provide additional information regarding the reported event. Additional information was received which identified there was no delay in the procedure reported.